Manufacturer narrative:
Correction b5: update "a clearlink system solution set" to "an unspecified quantity (from 2 cases) of clearlink system solution sets". D4/h4: the returned lot r23i02130 (not specified if from the same batch as the reported sample) expires september 1, 2025, has a UDI # of (B)(4) and was manufactured september 04, 2023 to september 05, 2023. H11: the actual devices were not available; however, an unused sample from lot r23i02130 (not specified if from the same batch as the reported sample) was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified on the returned sample. A batch review was conducted on returned lot r23i02130 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from an unspecified location. The leak occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.